Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported that there were readability issues on the hcg urine cassette. Three horizontal lines were present in the testing area instead of two and showing false positives with the test results. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert-no deviations noted.

Manufacturer narrative:
An investigation was performed on retention and returned products for the reported lot number. Retention and returned devices were tested with clinical urine samples. All devices and produced expected negative results. Results were read at 3 and 4 minutes. The test lines were clear and present. A third horizontal line was not observed in any of the testing performed. The reported complaint was not replicated. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be identified based on the available information. Per the package insert: this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Interpretation of results: positive: two distinct red lines appear. One line should be in the control region (c) and another line should be in the test region (t). Negative: one red line appears in the control region (c). No apparent red or pink line appears in the test region (t).